Event description:
Per the clinic, the patient developed an infection at the implant site and exposing the receiver/stimulator. Subsequently, the patient was treated with oral and topical antibiotics. The patient also experienced a skin breakdown and skin flap necrosis resulting in the decision to explant the device. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). It is unknown if there are plans to re-implant the patient with a new device.